Event description:
A system operator reports over corrections on patients. A review of patient records provided indicated 10 patients with a loss of 2 or more lines of bcva. This patient presented with a 2 line decrease in the right eye approximately 1 year following surgery.